Event description:
A successful hemostasis procedure of the cecum was performed. Six hours post procedure, the pt returned with a delayed perforation requiring surgical repair. The pt's condition is good, and the pt has since been discharged. No further details regarding the circumstances surrounding this event are availabe. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. No malfunction of the device was reported to have occurred during the procedure. However, without evaluating the device and without further details, co is unable to determine the cause for this event.